Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information.

Event description:
It was reported that the patient controller was displaying the replace generator message. Patient lost therapy. The device was explanted, and new device was implanted. There were no complications. Therapy was restored. Patient was stable.